Event description:
The customer's blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.